Manufacturer narrative:
.

Event description:
The article, based on a retrospective file review reports, three pts being treated for spasticity with an implantable infusion pump (itb) experienced a malfunction of the infusion pump and catheter system of an unk origin (cervical catheter group). The catheter manufacturer was not identified. No add'l info concerning event resolution and pt outcome was provided. Journal reference: mccall, m.d., et al. "Cervical catheter tip placement for intrathecal baclofen administration." Congress of neurological surgeons. 2006; 59: 634-640.